Manufacturer narrative:
The reported device has not been received for evaluation. The cause of the reported event could not be conclusively determined with available information. Should the device be received and evaluated, new information will be submitted in a follow up report. Linked MDR's 2029214-2018-00226 2029214-2018-00227. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an axium helix coil (coil) detached prematurely during an aneurysm embolization procedure. The devices were used to treat a patient's cerebral aneurysm measured 3mm in max diameter and 3mm in neck width. It is reported the coil and ancillary devices were prepared according to the instruction for use. The microcatheter was flushed continuously with heparinized saline during procedure. No friction was encountered during deliveries of the coil via the microcatheter. The reported coil had been reposition once and the delivery pusher was rotated during delivery. The patient had had 3 coils implanted prior to the reported issue was encountered. The coil detached prematurely with half of the coil in the aneurysm sac and half still inside the microcatheter. The microcatheter had to be removed from the patient. No injury reported.

Manufacturer narrative:
The axium coil was returned for evaluation. The axium coil was found to be inside of the dispenser track and within an opened axium coil inner pouch. During evaluation, the axium coil was removed from the dispenser track. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The implant coil was not found to be attached to the pushwire when viewed within the introducer sheath. The axium pushwire was pushed out from the introducer sheath for further evaluation. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be damaged and the detach element was found to be still attached to the pushwire. The axium implant coil appeared to be broken from the coil shell at the coil shell weld. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the axium pushwire analysis and on the event description, the report of pre-mature detachment was confirmed. The axium coil was returned for evaluation with the implant coil broken from the pushwire. Possible causes for this failure mode include repeated re-positioning, resistance during delivery and rotation of the pushwire during the procedure. However, the customer did not report repositioning of the axium coil, and no resistance was reported during delivery of the axium coil. The customer did; however, report rotating the pushwire. It is likely that the rotation of the pushwire led to the implant coil breaking loose from the coil shell at the coil shell weld. Regarding the missing implant coil, the customer reported that half of the implant coil was stuck within the microcatheter when the microcatheter was removed. It is likely that the implant coil remains with the microcatheter which was not returned. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and instant detacher (ID) instructions for use (IFU): warning: ¿do not rotate the implant delivery pusher during or after delivery of the coil into the aneurysm. Rotating the delivery pusher during or after coil delivery into the aneurysm may result in a stretched coil or premature detachment of the coil from the implant delivery pusher, which could result in coil migration.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.